Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The difficult to position/remove from the guiding catheter could not be replicate/tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficult to position/remove from the guiding catheter or shaft separations reported from this lot. It should be noted the xience pro everolimus eluting coronary stent system instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA# are based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4) - excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, heavily tortuous, restenosed, proximal circumflex artery pre-dilatation was completed using a 2.5 x 12 mm unspecified nc balloon dilatation catheter proximally at 12 atmosphere (atm). A 2.5 x 28 mm xience pro stent delivery system (sds) was advanced but met resistance in the guide catheter; it could not be retracted. Pressure was applied while attempting to retract the sds and the shaft detached in the middle. The device was removed without reported issue. A second 2.5 x 28 xience pro sds was used successfully to cross the lesion and was deployed at 12 atm. Good timi 3 flow was achieved. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.